Event description:
The customer reported that the system hangs up on subtraction mode. No pt injury was reported.

Manufacturer narrative:
The ge service rep found the system will lock up after a few seconds of subtraction. Cables on cine bridge board seemed twisted. Order parts. The ge reo removed and replaced the parts. The system is operating as intended.